Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 692 mg/dl. For treatment, the patient was given insulin. The pod was worn longer than 48 hours on the arm. The pod was leaking. The patient was discharged after a few hours. The pod was discarded.